Event description:
It was reported that thrombosis occurred. Prior to the procedure the patient was not taking any type of anticoagulant. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was successfully implanted. The patient was discharged on aspirin. During a routine follow up transesophageal echocardiography (tee) in (B)(6) 2025, a mobile, device related thrombus was noted on the top of the closure device. The patient was placed on an anticoagulant and discharged. No further information was provided at the time of this report.